Manufacturer narrative:
Added information to section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Corrected data g1, h6 (component code). H11: additional manufacturer narrative: the device was not returned for evaluation. Per image evaluation, "customer report of endocarditis was unable to be confirmed through image evaluation. One picture and one video were reviewed. Picture showed outflow aspect of explanted valve. Video showed inflow aspect of explanted valve. Valve appeared to have blood residues around and minimal vegetation/thrombotic material encroaching over the leaflets on inflow aspect." Early onset endocarditis (60 days or less post-implant) generally reflects contamination arising in the perioperative period. Potential sources may include the patients own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, and the prosthesis itself. A device history record (DHR) review identified no relevant nonconformances. Additionally, a lot history review was performed, and no similar complaints were found that may suggest that the reported event was the result of a manufacturing nonconformance. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patients infection was device related, the event was likely due to patient and/or procedural-related factors. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause remains indeterminable as no patient or procedural factors known to cause or contribute to endocarditis were reported. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device was not returned for evaluation as it was infected with endocarditis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 11500a25 implanted in aortic position was explanted from a 47-year-old patient after an implant duration of 61 days due to endocarditis. As reported the onset date was 59 days after implantation. The exact pathogen is unknown, however, it was reported to be uncommon. A culture was taken from the patients oral cavity following prior treatment, and the same pathogen was identified on the valve. A 23mm surgical valve was implanted in replacement.